Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, curved pipe deformed, scratches on tip body, lighting lens corroded, play of the angle knob out of the normal state due to elongation of the angle wire, flexible tube of the insertion section crushed, watertightness not maintained due to holes in the curved rubber, air and water nozzles are clogged and the draining function reduced, adhesive part of the objective lens came off, adhesive part of the lighting lens came off, scratches found on the operation part, suction cylinder scraped, scratches on the operation unit cover, scratches on the up/down angle fixing lever, scratches found on the right/left knob, scratches found on the grip, scratches found on the universal cord, scratches found on the operation part side oredome of the universal cord, scratches found on the scope connector, scratches found on the scope connector joint case, scratches on the right/left angle fixing knob, and paint peeling on the suction cylinder. The faulty parts were replaced, and the device was returned to the user facility. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. The investigation stated that since the subject device was not sent to legal manufacture for detail investigation, the information provided was ¿light guide lens glue was peeled off, gap in the distal end glue, or stain entered inside the lens through the gap (the device with a forceps elevator) and objective lens glue was peeled off objective lens glue was peeled off¿. Therefore, the cause of the event was not specified; however, it was presumed that the defective event was caused by stress of repeated use, external factors, or handling olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, on evis lucera gastrointestinal videoscope for tip (distal end) pinched during cleaning. Upon inspection and testing of the customer returned device, the adhesive part of the lighting lens was found peeling off and gap was found in the adhesive part of the tip or dirt has entered the inside of the lens through the gap. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.